Manufacturer narrative:
Device investigation narrative - one 5mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring and a heavy burr on the distal end of the drill head ID. Further examination of the drill head showed the primary cutting edge is dented and worn. Material condition was confirmed to meet print specification. Per the devices IFU ¿use of drills that have worn or dull tips can result in breakage". No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the drill bit broke in the patient. There is no report of any drill fragments being created. There was a short delay of less than 30 minutes with no patient impact.